Event description:
Rn (registered nurse) hung fosaprepitant as secondary infusion and rn noticed that medication was rapidly infusing. Ns (normal saline) primary bag was beginning to look fuller. Rn stopped medication, clamped line closest to patient, and fosaprepitant was still dripping. Rn took pump out of service and new pump obtained.